Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4).

Event description:
The hospital reported a leak greater than 4.5lpm which could cause a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the leak was less than 4.5l/minute. A preoperative check of the machine, as contained in the user manual, will pick-up such a condition. The pre-op test failed notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow. The initial MDR was not reportable. H3 other text : additional information was received that the leak was less than 4.5l/minute. A preoperative check of the machine, as contained in the user manual, will pick-up such a condition. The pre-op test failed notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow. The initial MDR was not reportable.